Event description:
The doctor has indicated device fracture. The overdenture abutment broke 1 year after placement. The doctor has removed the fractured abutment and placed another one.

Manufacturer narrative:
Visual inspection the returned loa006 locator® abutment 4.1mm(d) x 6mm(h) by the complaint investigator confirms the abutment has fractured at approximately the 1st thread. The rounded portion that retains the over denture, shows signs of use. The component was returned to the manufacturer zest for investigation. Zest quality department reviewed the component and found a fracture of the screw threads during use. The remainder of the threaded portion was found to be in specification with no material defect noted. Investigation review did not identify information suggesting the product contributed to the event. No details were provided regarding the placement and/or maintenance activities. Definitive root cause was not determined. (B)(4)